Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had seizures while in the recovery room after the ipg implant. Reportedly, the physician believes the scs device did not cause the seizures because, the device was not turned on at the time. The sjm representative was able to successfully turn on the system and program the patient with optimal pain coverage.